Manufacturer narrative:
In this case, the returned device analysis could not be replicate the reported difficult grasping the leaflets and leaflet getting caught by the gripper in a testing environment as these are related to patient/procedural conditions or operational circumstances. The reported inability to lower the gripper was unable to be confirmed. Additionally, a gripper cover was found to be bulky. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported inability to grasp the leaflets cannot be determined. The reported leaflet getting caught in the anatomy appears to be due to procedural circumstances. The reported inability to lower the gripper cannot be determined. The observed gripper cover deformation (bulky appearance) appears to be a cascading effect of the leaflet getting caught on the gripper. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with flail anterior leaflet, mildly restricted posterior leaflet. Mitraclip was prepared as per instruction for use (IFU) without any incidents. After advancing the clip under the valve, the leaflets were not able to be loaded sufficiently. The posterior leaflet got caught on the gripper but was able to be freed. It was noted over the valve that the one of the grippers was not lowering properly. The device was removed, and a replacement clip was implanted with no reported issue, reducing mr to grade <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.